Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2007 during which the surgeon noted right inguinal nerve entrapment with marked scarring around the right spermatic cord. He noted dense scar tissue underneath the external oblique that was easily palpable and the previously placed mesh was found to encompass the cord structures with dense scarring around the internal inguinal ring, resulting in some stenosis of the internal ring. He removed the mesh and the scar tissues anterior and inferior to the internal ring. He resected a neural fiber going around the scar tissue in hopes that it was the ilioinguinal nerve and would provide relief. It was reported that the patient experienced severe pain and discomfort. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 09/14/2022.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2007 during which the surgeon noted right inguinal nerve entrapment with marked scarring around the right spermatic cord. He noted dense scar tissue underneath the external oblique that was easily palpable and the previously placed mesh was found to encompass the cord structures with dense scarring around the internal inguinal ring, resulting in some stenosis of the internal ring. He removed the mesh and the scar tissues anterior and inferior to the internal ring. He resected a neural fiber going around the scar tissue in hopes that it was the ilioinguinal nerve and would provide relief. It was reported that the patient experienced severe pain and discomfort. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.